Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button #1 of a 6/7f mynx control vascular closure device (vcd) did not deploy the sealant during a demonstration block. The physician was attempting to replicate a previous failure. The device was not used in a patient. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
As reported, button #1 of a 6f/7f mynx control vascular closure device (vcd) did not deploy the sealant during a demonstration block. The physician was attempting to replicate a previous failure. The device was not used in a patient. Additional information was requested but not provided. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 was partially deployed (1/2 depressed), with the tension indicator aligned in the adequate position for button 1 to be depressed, while button 2 was not depressed. The sealant was no longer in its manufactured position, and the sealant sleeves did not show any abnormal conditions. The balloon was fully exposed as expected due to the non-depressed position observed for button 2. Additionally, a syringe was returned detached from the device, and no sheath was returned inserted on the device for this evaluation. A functional test was attempted by depressing button 1. During this evaluation, it was confirmed that the deployment actuation was compromised, and button 1 could not be deployed at all. Due to the results observed during the functional evaluation, the internal configuration of the device was examined to evaluate if any abnormal condition could be present that may have been related to the button 1 frozen/locked condition. During this evaluation, the push rack of the device¿s internal configuration was observed to be bent or kinked in a compromised state, which could be related to the button 1 malfunction. The reported event of ¿button #1-frozen/locked¿ was confirmed through analysis of the returned device. The exact cause of the issue experienced appears to be due to a kinked/bent condition of the push rack, a component of the internal mechanism. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ per review with the product engineering team (pet), it was concluded that the frozen/locked condition of button 1 may be related to the manufacturing process of the unit. Therefore, this event was referenced under an existing investigation, and a company notification was performed.

Event description:
As reported, button #1 of a 6/7f mynx control vascular closure device (vcd) did not deploy the sealant during a demonstration block. The physician was attempting to replicate a previous failure. The device was not used in a patient. Additional information was requested but not provided. The device is being returned for evaluation. Addendum: product evaluation shows button 1 could not be deployed at all due to a kink/bent section of the pushrack in the internal mechanism of the device.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.